Event description:
Reported that pt. With multiple cardiac issues was presented to the cardiac unit for ECMO oxygenation as bridge to heart transplant or artificial heart. Pt. Was transferred to cardiac ICU. In 2006, pt was transferred to cardiac or for implant of a ventricular assist device. Once moved, it was noted that venous line starting "chugging" and was initially thought to be due to placement of central line. ECMO circuit was comprised of venous cannula, 4-5' of tubing, biomedicus centrifugal pump, flow probe, cobe oxygenator and arterial cannula. Circuit was noted to entrain air and was clamped. As pt. Was dependent on ECMO circuit, it was reported that the pt was emergently placed on bypass, requiring CPR. It was reported that the scheduled procedure continued. It was noted that the venous cannula had caracked/split. It was described that a binder stitch was placed across the cannula above the junction of the cannula body and connector end. Reported that crack was approx. 1/2" at the "step down" running circumferentially. Pictures were reviewed that the clinic had taken at which time it was noted that the binder sutures were placed very near the point of tearing and that the cannula was being held at an "odd" angle. Followup with the reporter indicated that damage to the cannula was possibly attributed to a suture needle/sharp object placed close to the cannula upon placement. Followup with the reporter indicated that the patient had stabilized.

Manufacturer narrative:
H3 and h6. The product evaluation laboratory received the venous femoral cannula. The cannula was received torn at the wire reinforced section bonded into the proximal tubing. The wire reinforced section was almost completely detached from the proximal tubing.